Manufacturer narrative:
The customer reported that the diastolic value reads high on the input unit as compared to the other nihon kohden module. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The device was tested for an extended period. Device was tested on nibp simulator and passed testing. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the diastolic value reads high on the input unit as compared to the other nihon kohden module.